Manufacturer narrative:
(B) (4): since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: reported event resulted from the fact that the basic rate was decreased by the user while rate response was set to no (before implantation): rest rate value was not displayed to the user (because not used in this configuration) and it was not modified by the programmer. Rest rate value became inconsistent with the programming of rate response to learn (performed in this case by the implant itself with the automatic detection of implantation). Nevertheless, there was no effect on device operations: the rest rate algorithm was not used.

Event description:
During the implantation of the device involved in this report, the basic rate was decreased. Upon device new interrogation, the rest was found to have a value greater than the basic rate.